Event description:
On 10/17/2022, it was reported by a sales representative via email that an ar12990n knee scorpion needle broke, and the piece is still lodge in the canal of an ar-12990 knee scorpion. This was discovered during an unspecified time. Additional information received 10/18/2022: this was discovered during a meniscus root repair on (B)(6) 2022. The scorpion needle broke while firing the knee scorpion, but the broken fragments were contained within the knee scorpion.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Visual evaluation of the pictures attached to the complaint of an ar-12990 knee scorpion¿ and an alleged ar-12990n. It is concluded that the needle strip was broken off. The most likely cause(s) for the reported failure user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.